Manufacturer narrative:
Results: the pc400 introducer sheath was kinked approximately 4.0 cm from its distal end. Conclusions: evaluation of the returned pc400 revealed a kinked introducer sheath. This damage was likely due to improper handling during preparation of the pc400. If this introducer sheath becomes kinked it is likely resistance will be experienced while advancing the embolization coil through the kinked region. If the kink is severe enough the device may not be able to advance out of its sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400s (pc400s). During the procedure, the physician experienced resistance and was unable to advance a pc400 out of its introducer sheath and into the lantern delivery microcatheter (lantern), and therefore the pc400 was removed. The procedure was then completed using 6 additional pc400s and the same lantern. There was no report of an adverse effect to the patient.